Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, they woke up and the insulin pump had no power. Customer changed the battery and the display would not return. The customer's blood glucose was 23.4 mmo/l. Customer then tried another battery and the display went white then blank. Troubleshooting was performed. No damaged or moisture exposer to the insulin pump. Another battery was inserted and the device went blank again. Customer then left battery out for two hours and the display returned. Customer then mentioned the insulin pump had alarmed post-reset ram crc alarm. Troubleshooting was attempted but the screen went white and started flickering. Customer was then advised to discontinue use of the device, revert to back up plan, the insulin pump is returning for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms were noted during testing. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error was noted. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.